Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded an increased right ventricular (rv) lead impedance of 1,100 ohms. It was noted that at the time of the device implant, impedances were in the 800 ohms range. There were no inappropriate events in the arrhythmia logbook and all other lead measurements were noted to be within normal limits. Boston scientific technical services (ts) noted that the impedances were still within range, but were on the high end. Additional information was provided that during a later patient follow-up, variable rv impedances of 500 to 1,200 ohms were noted. Ts stated that for this device a very low amplitude pulse is delivered to obtain the measurement. And because the amplitude is so small, environmental factors can influence the measurement. It was noted that all other measurements remained stable and within normal limits. There was no noise observed on the rv channel even with patient isometrics and pocket manipulation. Ts advised continued monitoring. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.